Manufacturer narrative:
(B)(4). Insulin pump received with constant pump error during rewind. During visual inspection, motor and electronics stack had moisture damage. Unable to perform self test, sleep current measurement, active current measurement, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant pump error.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm multiple times. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump passed the displacement test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.